Manufacturer narrative:
(B)(4). The opt944 nasal cannula is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannula was not received at fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer stated that the complaint opt946 cannulae had a torn connector. Conclusion: without the complaint device, we are unable to detemine the cause of the reported fault. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannulae would have met the required specification at the time of production. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: - ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. - cannula can become unattached if not used with the head strap clip. - attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety. - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A healthcare facility in new jersey reported via fisher & paykel healthcare (f&p) field representative that opt944 nasal cannula had a torn connector. The patient desaturated but immediately stabilised after changing the cannula. There were no further patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via fisher & paykel healthcare (f&p) field representative that opt944 nasal cannula had a torn connector. The patient desaturated but immediately stabilised after changing the cannula. There were no further patient consequences.